Manufacturer narrative:
Evaluation of the returned driver by engineering noted that the driver fitting did not shear flush with the shoulder of the driver. Instead there is a step-up to the shear several thousandths away from the shoulder. This would indicate that the drive shaft had partially come out of the bone screw drive fitting. It would only be possible for this to occur if the outer secure shaft had come partially unthreaded from the tulip. The outer secure shaft pushes down on the cross-bar of the driver shaft when fully threaded down, which causes the driver shoulder to bottom-out on the bone screw. When this bottoms-out it creates a friction plate with the bone screw head and promotes load sharing across the entire assembly. The plastic outer sleeve of the assembly has been modified to mitigate the occurrence of the user unthreading the outer secure shaft from the tulip. This change was implemented in (B)(4) and consists of oversizing the plastic sleeve, so when tightly gripped by the user the load will not be so inclined as to be transferred to the outer secure shaft, thus unthreading the secure shaft from the tulip and loosening the driver and pedicle screw assembly during insertion. Review of receiving inspection report found (B)(4) units of this lot were received from the supplier, and released for distribution on (B)(4) 2014. A two-year complaint history review did not find any previous reports of this nature for this lot. Further review found (B)(4) previous reports of this nature for other lots manufactured to this same design revision.

Event description:
It was reported that during a procedure performed on (B)(6) 2014, the tip of the reform polyaxial driver broke while implanting a 8.5mm x 80mm reform pedicle screw. The pedicle screw was removed from the patient and replaced, resulting in a delay of approximately fifteen (15) minutes. No patient injury was reported and the procedure was completed using another driver available in the set.